Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became frozen and unresponsive. It was also noted that the pump time and date were inaccurate, and the insulin gauge was reading 0 units. Customer had elevated blood glucose levels (319 mg/dl). Customer stated they will deliver a bolus via syringe to stabilize blood glucose levels. Reportedly, customer has a back up method for continued insulin therapy.